Manufacturer narrative:
The additional perclose proglide device [suture that was not captured] referenced in b5 is filed under a separate medwatch report number. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of occlusion is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. Rdc updated from 1212 to 2616.

Event description:
It was reported that suture placement in the right common femoral artery was completed with two proglide devices, using the pre-close technique, via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. The sheath was upsized to 14f and the tavi procedure was completed. Reportedly, the knots on the preplaced sutures were advanced, but hemostasis was not fully achieved. Another proglide device was used, however the suture was not captured [cuff miss]. An additional proglide device was used and hemostasis was achieved; however "it became clear that back wall of the external iliac artery was stitched [by the final proglide] and the stenosis of vessel occurred". Ballooning and stenting were performed to treat the occlusion. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Nah11: the following verbiage was incorrectly filed in h11 of initial report "h6: rdc updated from 1212 to 2616". Correct verbiage for this field was "na".